Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01276, 0001825034-2019-01277. Concomitant medical products: oxf twin-peg cmntd fem sm PMA, item# 161468, lot# 790270 ; oxf uni tib tray sza rm/ll PMA, item# 154719 , lot# 2154719. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial knee arthroplasty and subsequently the patient suffered pulmonary embolus. There is no additional information at this time.

Manufacturer narrative:
This MDR was submitted in error. The complaint has been reassigned to UK.

Event description:
No further event information available at the time of this report.